Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient stated they had not felt stimulation and a prior to the call they had tried to increase stimulation and they didn't feel any stimulation.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that patient had a fall and slammed down on the step and that night of the fall, the device acted up so much vibration in the groin, so high that they could not sleep and they had to get up and turn it down. It was further reported that since then they have not felt and they turned it on and that they tried to get it up high enough and never did. Patient experienced pain and blackness around the buttock area. No further complications were noted or reported.